Event description:
Surveillance study same pt as MFR report#: 2134265-2009-03052, 2134265-2009-03053, 2134265-2009-03055. It was reported that the following a percutaneous coronary intervention (pci) stenting treatment procedure, the pt presented with in stent restenosis. The index procedure placed a non bsc stent in the mid and distal right coronary artery (rca). Sixty three days later, in stent restenosis was confirmed from the proximal to the distal rca of the non bsc stent. Reintervention treated the 75% restenosed 3.0x10mm lesion located in the proximal rca. Treatment consisted of pre dilation with an unspecified 3.0x15mm balloon inflated to 18 atm's and the placement of a 3.5x16mm taxus express2 stent deployed at 18 atm's. Post dilation was performed with the pre dilation balloon at 18 atm's resulting in 0% residual stenosis and timi 3 flow. Treatment for the mid and distal rca treated the 100% stenosed 3.0x55mm lesion with pre dilation using (3) 3.0x15mm unspecified balloons at 14 atm's and placed a 3.0x28mm taxus express2 in the mid rca at 18 atm's and a 3.0x32mm taxus express2 in the distal rca at 14 atm's. Post dilation was performed with the pre dilation balloon at 18 atm's resulting in 0% residual stenosis and tmi 3 flow. A 7000 u of heparin was administered. On day 245, angiography revealed restenosis in the distal rca and reintervention on day 252 implanted an unspecified bare metal stent resulting in 0% residual stenosis and timi 3 flow. On day 301, the pt was hospitalized for pyogenic gonarthritis, which was unrelated to the study stents, the pt improved and was discharged on day 326. No angina was confirmed on days 301 & 364. On day 367, the pt went to the doctor's office, and at 8:10 am collapsed and was taken to another hospital. Cardio-pulmonary resuscitation was performed, but the pt expired at 9:27 am. An autopsy was not performed and the cause of death is unk.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.